Event description:
A customer observed a falsely elevated outlier results, for a pt sample with the vitros immunodiagnostics products trop I es, ckmb, and myog assays on their vitros eci immunodiagnostic analyzer. The falsely elevated results were reported, and the pt was treated for an apparent acute myocardial infarction. A corrected report was sent to the pt's physician, one day after the original report. (B) (4).

Manufacturer narrative:
Repeat testing of the original sample, and an alternate sample determined that the original results were falsely elevated, and not repeatable and more consistent with expected results. Review of instrument data loggers determined that sample metering and well shuttle movements was not optimal. An ocd field engineer observed instrument operation, and made the necessary repairs to return the instrument to expected operation. The root cause was determined to be instrument related, and appropriate repairs brought the instrument back to expected operation.